Event description:
It was reported (via FDA mw5186623) that a patient underwent breast augmentation with two unknown mentor gel implants. Post-operatively, the patient suffered left breast implant fold, felt through the implant wall, and implant that also felt less full. In addition, the patient also developed an autoimmune kidney disease that had been in remission, but symptoms came back. Symptoms are, headaches, joint aches, anxiety, depression, brain fog, face swelling, eyes swelling, hands swelling, feet swelling, rash, strange indigestion feeling, memory troubles, worsened vision, dizziness, and nausea. As a result, the patient underwent breast implant removal surgery on an unspecified date. After the surgery, the patient reported feeling better each day. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical/secondary review of this file performed may 22, 2026, it was decided to remove health effect - clinical codes e0401. E2402 was added to more accurately capture the reported event.h6 health effect - clinical code e2402: generalized illness.